Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed at the station. A field service engineer reseated all the connections in the back of the drawer. Then, released and reinserted all the cubies in the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.